Event description:
It was reported the procedure was completed with no issues noted during initial procedure. Approximately 30 minutes to 1 hr post-operatively, the pt was returned to the operating room due to bleeding. A small amount of bleeding was found on the left side of the heart. When the left side was manipulated to repair the bleeding site with a stitch, the site expanded and bypass was needed in order to repair. Once the bleeding was controlled, the pt was returned to recovery. Approximately 5-6 hrs after the reoperation, the pt began bleeding again from behind the right side of the heart. Another reoperation was performed to control the bleeding. The bleeding was controlled and pt recovered without further incident. In both cases, the surgeon was unsure of the exact location of the bleeding due to poor visibility. The hosp stay was prolonged and approximately 30 units, between blood products and clotting factors, were administered to the pt. The pt has been released from the hosp.

Manufacturer narrative:
(B)(4). Info unk about actual device involved in event. The most recently used product was lot number 10365. Exp date = 01/31/2010. Mfg date: 03/2007, for the most recently used lot number. Eval summary: the device involved in the event was not returned for eval so a retained sample was evaluated. The retained sample was evaluated for functionality and no issues were noted. The device history record was reviewed for 10365 and no anomalies were noted related to this event.